Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown it was reported that integra syringe is leaking fluid during injection. Per customer vm: we received a voicemail stating that the integra syringe is leaking fluid during injection. It has happed twice.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of the user's area code. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing two occurrences of leakage during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that integra syringe is leaking fluid during injection. Per customer vm: we received a voicemail stating that the integra syringe is leaking fluid during injection. It has happened twice.